Event description:
N/a.

Manufacturer narrative:
Corrected fields e1 event site telephone, h6 medical device problem code. Updated fields b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusion and h11. Event summary and root cause evaluation. This complaint record has been created as part of a retrospective review of emergency support program esp calls, peg, an rn in the cicu, an rn in the cicu called requesting information regarding a pump with multiple alarms during her shift, as the patient was being prepared for transport to another hospital. While discussing the situation, a transport service from chicago also called. The rn provided a printed alarm log, though the patient was already off the pump and on a transport monitor. I spoke with the transport service, confirmed the patient had an arrow catheter, provided the arrow disclaimer, and reviewed the alarm log, which showed multiple alarms in a short time. Troubleshooting was limited since the patient was no longer on the pump, and the rn was advised to call the support number promptly in the future. Later, dr. Joe weber called regarding low vacuum alarms on two cs300 pumps for the same patient, who had been placed back on the pump to assess transport stability. After both pumps alarmed, I suggested trying a third pump, which also alarmed. Switching to 1 is to 2 per IFU reduced the alarm. Over 4.5 hours, I had multiple calls with the rn and dr. Weber regarding the arrow catheter. At 208 am, dr. Weber reported a check iab catheter alarm, I explained this indicated a catheter restriction or kink and recommended a chest x ray, confirming no blood in the helium tubing and suggesting a towel roll under the patients hip. At 254 am, dr. Weber reported the x ray showed satisfactory placement, but alarms persisted, and I advised catheter replacement if effective therapy could not be maintained. No further calls were received, and no harm was reported. The reported low vacuum and check iab catheter catheter restriction alarms occurred across multiple cs300 consoles while the same arrow iab catheter remained in use. Troubleshooting confirmed no external kinks, no blood or discoloration in the helium tubing, and acceptable catheter placement on chest x ray. Alarm frequency decreased when the console was placed in 1 is to 2 timing per IFU. Because the alarms persisted across three separate consoles and resolved partially with therapy adjustments but the catheter was not removed, returned, or available for examination the specific cause could not be confirmed. A catheter related functional restriction or patient site related impedance was clinically suspected however, there was insufficient objective evidence to verify a definitive failure mode.

Manufacturer narrative:
Additional initial reporter and contact number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use in which cs300 intra-aortic balloon pump (iabp) had check iab catheter and low vacuum alarm occurred. There was no harm or injury reported.